Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had calibration out at higher flow rates, the device was tested at lower flow rates and passed. However, pup was then tested at 999 ml/hour and would only deliver 410-450 ml. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, at a flow rate of 999ml/hr, the device under delivered at values of -11.7641% and -12.3177% which are outside 10% accuracy. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed mechanism. The mechanism requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.